Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Investigation summary: visual analysis revealed that the gst60d tyvek, lot # t41227, exp. Date: 2024-08-31. The lot number was reviewed, and it belongs to a gst60d reload. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2022-10-31 and the date of mfg.: 2019-11-19. The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed, however, no root cause could be determined.

Event description:
It was reported that there was product deviation from an unauthorized supplier. Ethicon echelon 60 3.8 mm golden cartridge - gst60d. Batch: t41227 - not sold to (B)(6)- sold to (B)(6) and (B)(6). Expiry date: 2024-08-31.